Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent graft. On (B)(6) 2017, a secondary procedure was performed for a type 3a or type 3b endoleak. During the intervention, an additional vela suprarenal was implanted.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type 3b of the cuff. The most likely cause of the compromised stent graft integrity (stretched) of the cuff and main body stent was the use of strata material. The stent migration and fabric breach of the cuff was most likely caused by the off label neck anatomy and the remodeling that occurred. Procedure related harms and the final patient disposition could not be determined due to the lack of medical information surrounding the event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. There were no ncrs included in these lots. The device was not returned as the device remains implanted therefore no evaluation was completed a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <(B)(4). Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.